Event description:
Same case as MFR # 6000093-2007-02168. This complaint is now reportable based on the product analysis completed in early 2008. It was reported that during a percutaneous coronary intervention (pci) procedure, the balloon failed to inflate. The lesion being treated was located in the moderately calcified mid left anterior descending artery with 100% chronic total occlusion. The physician first advanced a 1.5x9mm maverick otw to the lesion and crossed with difficulty, then the physician attempted to inflate the balloon but the balloon would not inflate. The physician then advanced a 2.0x9mm maverick otw balloon to the lesion and inflated it to 8atms for five seconds on the first inflation and it ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with a non-bsc device and the deployment of a taxus stent. Patient status is reported as "good". However, the returned product analysis confirmed that there was a tear in the balloon.

Manufacturer narrative:
Device evaluation: product analysis revealed a balloon tear. The balloon catheter was received with the balloon in a deflated state and blood was observed in the balloon and lumen of the catheter. Visual and microscopic examination of the balloon material revealed a longitudinal tear in the balloon wall located 13 millimeters proximally from the distal tip 9 millimeters long distally. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material and with the ro markers that could have contributed to the leak. There are a number of factors that may influence a complaint of this nature, these included the stenosis and calcification levels, the levels of tortuosity of the vessel or if the lesion was predilated. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This record review confirms that the device met all material, assembly and performance specifications. There are no similar complaints of this nature related to this batch number. The most probable root cause of this defect is due to operational context, due to the anatomical and/or procedural factors encountered during the procedure. A CAPA has been initiated to address the issue.